Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while filling the cartridge during the load sequence, customer observed insulin pushing through the tubing, causing the tubing to be partially filled. Customer stopped the fill tubing when it reached 10 units. Customer observed drops escape the end of the tubing well before the fill tubing amount reached 10 units. Customer completed the load process and resumed insulin delivery. Customer reported that blood glucose had been low (65 mg/dl). Customer alleged that insulin may be coming out of tubing into site unexpectedly. Customer reverted to manual injections. Customer treated low blood glucose with juice and carbohydrates.